Manufacturer narrative:
Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim #(B)(4).

Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced low vault without rotation. Due to low vault without rotation, the lens was exchanged with a longer length lens. This resolved the problem. It has been noted that the surgeon selected a different lens size than that initially suggested by the icl calculation software. Therefore, there is not enough safety and effectiveness data to support implantation in this patient category. Cause of the event was reported as unknown.

Manufacturer narrative:
E1 - name and address: (B)(6). Claim #(B)(4).

Manufacturer narrative:
Upon further review, it has been determined that the event is not MDR reportable. There has been no report of serious injury or malfunction. Initial MDR is not applicable. Claim #(B)(4).